Event description:
Caller reported air bubbles and gaps in the tandem mobi cartridge, which were large and appeared during pumping, not during the load sequence or tubing fill. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the caller in loading a new cartridge with the proper technique, allowing the customer to successfully resume insulin therapy and resolve the issue.